Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. The fse found the cause of the leak was an obstruction of rubber sample tube caps in the cap piercer drain tube line #180. The fse removed the obstruction from the drain tube line to resolve the issue, no further leaking was observed. (B)(4).

Event description:
The customer reported a leak from the cap piercer on a unicel dxc 600i synchron access clinical system. The customer stated the leak was contained to the instrument directly underneath the cap piercer. No erroneous results were generated. The operator was wearing personal protective equipment and no injury or exposure was reported.